Event description:
Additional information was received and indicated that high pacing lead impedance continues to be intermittently out of range. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing lead impedance (pli) measurements from 1800 ohms to 1900 ohms. During normal device change out, this lead had pli at 2050 ohms with the pacing system analyzer (psa) and had greater than 2000 ohms with the new device. The physician did not want to make any changes. All other measurements were within range. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided indicating that this right ventricular (rv) lead exhibited high, out of range shock and pace impedances measurements. Surgical intervention was performed to abandon and replace the lead. No adverse patient effects were reported.